Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the complaint: the patient received a cook gunther tulip filter on (B)(6) 2008. It is alleged the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation - no information regarding the event. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injury without further explanation. If additional information is received, the report will be re-opened for further investigation.

Event description:
According to the complaint: the patient received a cook gunther tulip filter on (B)(6) 2008. It is alleged the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
The event is currently under evaluation. Supplemental report will be provided upon conclusion.

Event description:
According to the complaint: the patient received a cook gunther tulip filter on june 17, 2008. It is alleged the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received (B)(6) 2017: it is alleged in the pending lawsuit that pt suffers from migration.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2008. Additional information received (B)(6) 2017: plaintiff allegedly received an implant (B)(6) 2008 via the right common femoral vein due persistent deep vein thrombosis (dvt). It is alleged in the pending lawsuit that pt suffers from migration, headaches, leg and stomach pain.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event and product problem to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2008 due to dvt and pe. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred as of (B)(6) 2016. The plaintiff alleges migration, leg and stomach pain, and headaches.